Manufacturer narrative:
Pt went for surgery to have stents removed, evaluation results: dislodgement; calcified tortuous vessel; previously dislodged stent.

Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 8mm, diameter 2.5mm was used to treat lesion in a pt's lcx. It was reported that the stent dislodged during the procedure. Two endeavor sprint stents embolised during attempted delivery to the target lesion, which was a re-stenosed previously deployed stent with a tortuous bend in the proximal lcx. The target lesion was pre-dilated, but the physician failed to cross the lesion with the first endeavor sprint stent length 14mm, diameter 2.5mm. He then pulled back the device and the stent dislodged on removal (MFR report# 2953200-2009-01829). The physician was not aware of the dislodgement until the failed attempt to deliver a second endeavor sprint device length 8mm, diameter 2.5mm. It was felt at the account that the second stent caught in the dislodged first stent, resulting in the dislodgement of the second stent. Both stents dislodged in the left main. The pt was sent to surgery for removal of both stents. The pt was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery system was not returned to medtronic for evaluation.